Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum. Leakage isolation plugs bleeding.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective samples. The photos show that the end of the septum is leaking blood, and the sku of the sample is 383012. 2. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batches of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. Conclusion(s): the returned photos show blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.